Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. Functional testing was performed and passed. A try-it audio/vibration test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver was opened for further evaluation. An internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. The speaker resistance was measured and was within specification. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an intermittent audio output occurred. The patient stated she did not receive an audio alert for an urgent low event. The patient reported the last continuous glucose monitor (cgm) value she noticed was 238 mg/dl and she administered 20 units of insulin. Her blood glucose (bg) value prior to administering insulin was not provided. She ate and went out to work in the backyard. An hour later, the patient was found seizing, diaphoretic, incoherent by her sister. The patient¿s cgm displayed 40 mg/dl. Her sister gave her some glucose tablets, a sugary drink and a peanut butter sandwich; however, she was not improving, and ems was called. The patient¿s bg per emergency medical services (ems) was 10 mg/dl when the intravenous (IV) therapy was started. By the time the patient was loaded into the ambulance, her bg was 120 mg/dl but it dropped to 43 mg/dl and she started seizing. The cgm values were not provided because the sensor came off when the IV was started. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.